Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced needle issue as the infusion set needle was found bent on (B)(6) 2026. The patient had high blood glucose level which was treated with pump. The patient had faced the issue with five infusion sets.